Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 145.9 mmol/l, and the repeated result was 138.9 mmol/l. Patient 2: the initial result was 151.3 mmol/l, and the repeated result was 143.4 mmol/l. The samples were repeated because the elevated results didn't match the patient's clinical histories. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The na electrode lot number is elc23 with an expiration date of 24-jun-2026. The calibration was acceptable. The qc was acceptable before the samples were tested. The field service representative found a damaged dilution cup. He replaced the dilution cup and performed tests and checks with acceptable results. The investigation determined that the service actions resolved the issue.